Event description:
The customer stated that she was hospitalized for low blood glucose levels. No blood glucose reading was reported. Troubleshooting was performed. Found that the insulin pump had no basal rates programmed and the bolus wizard was not programmed correctly. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.